Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to a vibratory notifier. The clinic also noted that the patient had a complaint of diaphragmatic stimulation. Upon interrogation, the implantable cardioverter defibrillator was found in backup vvi. A device download was performed to restore the device and the patient¿s condition was good afterwards. The patient will be followed normally.